Event description:
It was reported that labelling issue occurred. A 2.50 x 12 nc emerge balloon catheter was selected for use. However, during preparation, it was noticed that the device package was for a compliant 2.50 x 12 emerge balloon catheter and the lot number did not match on the outside of the nc emerge box it came in. A 2.50 x 12 emerge balloon came in a 2.50 x 12 nc emerge box. A new 12 nc emerge balloon catheter was used and completed the procedure. No patient complications were reported.